Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) and fentanyl at unknown concentration/doses via an implantable pump for spinal pain indications and fbss leg/back. It was reported that the healthcare provider stated yesterday a company representative (rep) came out to turn patient's pump down by 10% but they were looking to get the same company rep out to change the pump to minimum rate mode while they figure out if patient was still overdosing from pump medication or something else was causing an issue. The hcp stated patient had altered mental status and was retaining co2.